Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that earlier in the week she had some issues with her infusion which led to high blood glucose levels, diabetic ketoacidosis and she was not able to walk at one point. Subsequently, after two days of high blood glucose levels her husband took her to the emergency room after trying manual injections. At the time of the incident, her blood glucose level was over 600 mg/dl. Consequently, on (B)(6) 2020, she was admitted in the hospital due to high blood glucose levels (over 600 mg/dl) and diabetic ketoacidosis because of a bent cannula. During hospitalization, she was unsure about the treatment received, but she stated that they took off the pump. She stayed in the hospital for three days as per report dated (B)(6) 2020. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.